Manufacturer narrative:
(B)(4)

Event description:
It was reported the powermax elite mdu hand control was getting hot. Device too hot to handle. Procedure completed with another snn device. No patient impact or procedure delay reported.

Manufacturer narrative:
A visual inspection was performed on the product and unit was noted to be in average condition with no external damage found. Functional testing resulted in a motor stall error. Motor is seized, causing the unit to draw higher than normal current at 5000 rpm. This higher current draw results in the device heating up. Root cause has been associated with a failure of the motor which can occur over time from normal wear and tear and repeated cleaning/sterilization cycles. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.